Event description:
It was reported that the customer experienced alarm 2 followed by alarm 26, which was identified as an occlusion issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support instructed the customer to perform several troubleshooting steps, which involved checking and adjusting the infusion set and site. The alarms did not recur, and the blockage was likely due to an issue at the site. The customer was educated on proper insertion techniques and provided with tips to prevent future issues. The customer acknowledged this guidance, changed supplies as necessary, and resumed insulin therapy.